Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26 mm transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed due to an elevated gradient. During a second bav, performed due to a continued elevated gradient, the valve dislodged. As the balloon was retrieved, it caught on the outflow crown of the valve and dislodged the valve into the ascending aorta. The valve was snared further into the ascending aorta, but would not remain seated in the aorta. Subsequently, the valve was removed and replaced surgically. No additional adverse patient effects were reported.